Manufacturer narrative:
Age at time of event: mid 50's.

Event description:
It was reported that wire tip detachment occurred. The occluded target lesion was located in the non-tortuous and moderately calcified posterior tibial artery. A 200cmx8cm poly tip v-18 control wire guidewire was selected for use. During the course of the procedure, it was noted that the tip of wire coating sheared off while being used with the 90cm rubicon 18 guide catheter. The wire tip was recovered and became stuck in the rubicon catheter. No complications were reported and the patient was fine post procedure.